Manufacturer narrative:
(B)(4). Medical product: vanguard cr ilok femoral, catalog #: 183004 lot #: unk. Vanguard anterior stabilized bearing, catalog #: 189040, lot #: unk. Biomet cc I-bearm tray, catalog #141222, lot #: unk.  Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-06881; 0001825034-2018-06882; 0001825034-2018-06883. Device remains implanted in patient.

Event description:
It was reported a patient underwent initial right total knee arthroplasty. Patient underwent arthroscopic major synovectomy, lysis of adhesions and synovial biopsy with culture.